Event description:
It was reported by service report that the right track has come off the frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.